Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No frozen display, scroll bars moving up or sticking buttons noted during testing. The insulin pump passed displacement test, rewind, basic occlusion, occlusion and no delivery tests. The insulin pump had unable to prime at 2.5 lbs during prime test due to faulty force sensor resistor. The insulin pump had scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, broken reservoir tube lip and cracked reservoir tube window.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that the buttons were not responding properly. The customer's blood glucose was 41 mg/dl at the time of incident. The customer's blood glucose was 69 mg/dl at the time of call. The customer stated that they treated the low blood glucose with food. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.